Event description:
It was reported that during a deep anterior rectum resection procedure, there was an incomplete staple line, complete cutting line. An anus praetor [colostomy] was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on 7/21/2010: patient had a t3 carcinoma and was treated before with chemotherapy and radiotherapy. Anus praetor was the only solution according to the pathologist, otherwise carcinoma would have not been removed completely. (B)(6).

Event description:
It was reported that the message -data not read- was displayed for the pulse generator battery data and lead impedance measurements. Measured data from (B)(6) 2009 was 2.73 v, 10 ua and 5.6 kohms with an estimated remaining longevity of 1.5 to 2.5 years. Rate response was still enabled, so the device had not yet reached elective replacement indicator.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.